Event description:
Additional information received from a manufacturing representative. It was reported that the patient will be seeing their neurologist on (B)(6) 2017, and the manufacturing representative will be there to assist.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 3389s-40, lot# va0nk51, implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. The hcp reported that the patient contacted them saying ¿the equipment in their head has moved, and the equipment in the lower part of their body is sticking out¿. The patient reported no symptoms associated with the event. The patient alleged that the wires that used to be on top of their head have moved toward their forehead, and that the system in their chest is sticking out a little more than it usually does. The patient stated that they fall all the time. The patient stated that the conjunction of the lead and extension is where it has always been. The patient was scheduled to follow up with their hcp.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that the patient's scheduled appointment with their managing healthcare provider (hcp) was rescheduled to (B)(6)2017. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Further troubleshooting information was provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that an xray was taken. The results were not provided.